Event description:
It was reported that the customer ciq settings needed to be adjusted, which resulted in hospitalization. The customer¿s blood glucose (bg) level was 21 mg/dl. There was no injury or loss of consciousness reported. Glucerna and sugar were administered to resolve low bg. Customer technical support assisted in updating settings while advising the customer to consult with a healthcare provider for any future adjustments. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.